Manufacturer narrative:
This device used for treatment and not diagnosis. Device received for sterilization on (B)(4) 2013. The device was not received for evaluation until (B)(4) 2013 the 6-hole 3.5mm lcp reconstruction plate is designed to be manufactured of implant quality 316l stainless steel, per astm f138. The holes and hole locations are dimensioned appropriately for the associated indications, and are standard 3.5mm combi holes per (B)(4). The plate is also designed to be adequately thick for the associated indications, and the electropolish finish is per synthes standards. The packaging, labeling, and sterilization are per synthes standards, and a technique guide exists to explain proper implantation of the plate. No other design factor could have contributed to the failure of the device. The design risk analysis is adequate for the intended use.

Event description:
Sales consultant reports: patient had a snowboarding injury to the right ulna and was implanted with a plate and six screws on (B)(6) 2012. The patient went to the doctor complaining of pain and after the x-rays, the doctor noticed that the plate was broken down the middle at a screw hole into two pieces and all six screws were intact and not broken. The surgeon performed a revision procedure of an orif of the right ulna on (B)(6) 2013, removing the broken plate and six screws and replacing with one plate and seven screws. The procedure was completed successfully. This is report number 1 of 7 for complaint #(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.